Event description:
(B)(4) after having essure placed in (B)(6) 2015 my menstrual cycle was consistent, I had abdominal pain around the time of menstrual cycle. After about 2 months started having really bad migraines, abdominal spasm, fatigue, hair lost, really bad back pain, painful sex, and last wednesday (B)(6) 2016 in the morning, when I was taking a shower, I felt something strange in my vagina, really got scared when I saw that a metal spring came out of my body, it was one of the two essure coins. Now I know I have a long way to go, because I have the other coin in my body, I don't know yet where. I am afraid.